Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/18/2017 with the following findings: one occlusion alarms observed in the black box on (B)(6) 2015 at 05:40; the force at time of occlusion is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. The pump is detecting correct force. Pump exercised for 24hrs with no occlusions occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).